Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 1999 and (B)(6) 2001.), nausea, vomiting, photophobia, diarrhea, pneumothorax and hernia. Previously administered products included for pain: tramadol and flexoril; for an unreported indication: lyrica. Concurrent conditions included overweight, joint pain, pain in hip, dermatitis, heat exhaustion, allergic rhinitis, tendonitis, hip bursitis, lumbago, depression, marital problem, insomnia, cervical radiculopathy, lumbar radiculopathy, occupational problem environmental, intervertebral disc degeneration, hemangioma, orthopedic disuse, alcoholism, peripheral nerve injury, chronic pain, muscle weakness, joint stiffness, palsy, anxiety, post-traumatic stress disorder, gerd, fibromyalgia, foot pain, muscular pain and flash hot. Family history included type 1 diabetes mellitus (daughter), type 2 diabetes mellitus (maternal grandfather), cancer (maternal grandfather and siblings), ovarian cancer (maternal aunt and mother) and cervical cancer (maternal aunt). Concomitant products included intrauterine contraceptive device (paragard) since 2005 for contraception as well as cetirizine hydrochloride (zyrtec) since 2008, clonazepam, docusate, esomeprazole magnesium (nexium), estradiol, inat (thiazina) since 2008, naproxen, nortriptyline, oxycodone, paracetamol (acetaminophen), pregabalin, salbutamol (albuterol) and tizanidine hydrochloride. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ lower abdominal pain (intermittent from moderate to severe)"), the second episode of dyspareunia ("painful intercourse"), the second episode of alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/ urinary problems or changes"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain (intermittent from moderate to severe)") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent supracervical abdominal hysterectomy with salpingo-oophorectomy), surgery (supracervical hysterectomy, bilateral salpingo-oophorectomy, hernia repair.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, the last episode of dyspareunia and the last episode of alopecia had resolved and the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight increased, weight decreased, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of alopecia, the first episode of dyspareunia, the second episode of alopecia and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coil easily placed with 3 trailing coils. Essure device cannulated left tubal ostea and essure coil easily placed with 3 trailing coils. Dicrepany noted with removal date-in (B)(6) 2014, she had removed essure device(previously reported as (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013, she had pregnancy test, urine was negative. On (B)(6) 2013, she had CT scan abdomen, pelvis without contrast findings: 2 metallic linear densities are identified within both proximal tubes question iud versus tubal occlusive devices. Impression: no evidence for abscess or mass. Endometriosis is better by MRI. New 8.4 mm subpleural nodule versus atelectasis left lower lobe. On (B)(6) 2014, she had surgical pathology report on gross description: the right fallopian tube measures 3.6 cm in length and has a pink smooth serosal surface and normal fimbriated end. The fallopian tube measures 5.6 cm in length and has a pink smooth serosal surface and normal fimbriated end and pregnancy test, urine was negative. The specimen is received in formalin, with proper patient identification, and labeled "uterus, right ovary plus fallopian tube" and consists of a previously opened uterus with right ovary and fallopian tube, overall weighing 55.8 g. There is no cervix. The uterus measures 4.3 cm from fundus to inferior margin, 5.2 cm from cornu to cornu, and 4.1cm from anterior to posterior. The serosa is pink tan and smooth. There is a focal area of adhesion of the right ovary to the uterine wall. The uterus is bivalved into anterior and posterior halves. The anterior serosa is inked blue and the posterior serosa is inked black. The endometrial cavity measures 2.2 x 1.ocm. Serial sectioning shows unremarkable myometrium with a maximal thickness of 2.1cm. The right ovary measures 3.8cm and has a smooth nodular surface. Serial sections show multiple circular to ovoid smooth walled cysts measuring up to l.lcm in greatest dimension. The right fallopian tube measures 3.6 cm in length and has a pink smooth serosal surface and normal fimbriated end. Serial sectioning reveals an unremarkable lumen. Representative sections are submitted as follows: ai-a2: anterior endomyometrium (full section), a3-a4: posterior endomyometrium (full section), a5: right ovary and fallopian tube, a6: additional ovary, a7: additional fallopian tube. Her current weight was (B)(6) lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessary indicative defect. As no batch number was reported a technical batch investigation a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided tor further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, concomitant drug were added. Suspect drug inaction. On (B)(6) 2010, she had essure implanted (previously reported as (B)(6) 2010). Added events as hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss and hair loss. In (B)(6) 2014, she had removed essure device(previously reported as (B)(6) 2015). Updated events, seriousness and onset date. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (in or about (B)(6) 2015, she underwent full hysterectomy with salpingo-oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including severe abdominal pain and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy with salpingo-oophorectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (in or about (B)(6) 2015, she underwent full hysterectomy with salpingo-oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessary indicative defect. As no batch number was reported a technical batch investigation a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided tor further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including severe abdominal pain and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy with salpingo-oophorectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The reported medical events are not necessary indicative defect. As no batch number was reported a technical batch investigation a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided tor further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.